Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. A 4.00x12mm liberte bare stent delivery system (sds) was advanced , but was unable to cross the target lesion. The lesion was dilated several times, however the sds was still unable to cross the lesion. Following advancement attempts the stent on the sds was found to be damaged. The procedure was completed using a non-bsc stent. No patient complication were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).